Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
It is reported that patient had surgery to install a digit widget to straighten a flexion contracture. Patient reported 35 days post operative that physician was treating pin site infection with antibiotic.

Manufacturer narrative:
Reviewed sterilization and sterile barrier inspection records of lot. No pattern related to irradiation dose lot or device lot noted. Confirmed labeling included cautions regarding pin site care.

Event description:
It is reported that patient had surgery to install a digit widget to straighten a flexion contracture. Patient reported 35 days post operative that physician was treating pin site infection with antibiotic.